Event description:
On (B)(6) 2007, this patient underwent endovascular treatment and was implanted with four gore® excluder® aaa endoprostheses (main trunk and pxc141200/(B)(4), pxc181400/(B)(4), pxl161407/(B)(4)). The reason for treatment was not provided. The patient tolerated the procedure. On (B)(6) 2021, it was reported, that the patient underwent explant of the gore® excluder® aaa trunk ipsilateral leg component. The reason for the explant is unknown. A gore associate was notified by the physician's staff of the explant and was not present to support the procedure. The patient tolerated the procedure and was reported to be doing fine. No further information was provided; the investigation is ongoing. Any additional information obtained will be provided by submission of a supplemental medwatch.

Manufacturer narrative:
H6: additional codes added.